Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the user facility that the metal band was missing. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.